Event description:
On (B)(6)2010, a pt reported having been seen and treated for a corneal ulcer in the right eye (od). The pt reported experiencing sudden burning, redness and photophobia od while standing outside in the evening 3-4 days into a daily wear schedule. The pt also reported that the symptoms "suddenly occurred as a car drove by and the car lights shined in the right eye." The pt noted a "white spot" on the od later after the lens in question was removed. The pt reported initially presenting to the ER being diagnosed with two ulcers on the od and treated with ofloxacin gtts, vicodin, homatropine, gatifloxacin and bacitracin-polymyxin gtts then being seen for follow up by the prescribing eye care professional. The prescribing eye care professional was contacted and would only confirm one follow up visit on (B)(6)2010. The doctor noted a corneal ulcer and infiltrates od and that 1+ cells were noted in the ac. The doctor refused to provide any additional info. The pt refused to provide the lot number of the product in question or return the product in question for eval. No additional info is available at this time and no additional info is expected to be received from either the pt or the prescribing doctor. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed.